Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The e116 error code was able to be reproduced. The device evaluation also found there was corrosion on the rear panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had a e116 error code. The issue was observed during preparation for use on an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, : e116 system failure error when powering on occurred due to graphics processing units (gpu) failure. The cause as to why the gpu was faulty could not be identified. Olympus will continue to monitor field performance for this device.